Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the information provided, the reported single leaflet device attachment (slda) and difficulty grasping the leaflets appears to be related to patient morphology/pathology (small atrium, a restrictive posterior leaflet and friable/diseased leaflets). Additionally, the poor image quality also contributed to the difficulty grasping the leaflets. The reported image resolution poor was related to patient and procedural conditions as it was reported that the patient anatomy resulted in challenging imaging. The unspecified tissue injury appears to be due to the procedural circumstances of difficulty grasping and the unchanged mitral regurgitation (mr) appears to be related to slda. Tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The patient had a small atrium and restrictive posterior leaflet. The baseline gradient was 3 mmhg. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed with difficulties due to the patient anatomy and poor image quality. A good grasp was made; however, the pressure gradient increased to 8 mmhg. The xtw clip was not implanted and the cds was removed and gradient returned to baseline. A second cds was advanced and grasping was performed with difficulties, but the nt clip was able to be implanted successfully. After the steerable guide catheter (sgc) was removed, it was noted that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The leaflets were noted to be friable and diseased and during the grasping attempts, the leaflets were weakened. It was decided not to treat the slda as the clip did not move much and was well attached to the posterior leaflet. Mr remained at 4. The case will be followed up at a later date. No additional information was provided.